Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery was performed on an unknown date, the patient experienced a peri prosthetic fracture just above the implant. A revision surgery was performed on an unknown date to address this adverse event. Surgeon wished to exchange the insert as part of the repair. Patient's current health status is unknown.

Manufacturer narrative:
H10. The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for knee systems revealed in the warnings and precautions that failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. Additionally, tibia, femur, or patella fractures has been identified as possible adverse effects. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.